Event description:
Event description guidant received information that the patient with this pacemaker experienced a syncopal episode. Interrogation of the device revealed no irregularities; however a surface electrocardiogram showed pauses in pacing. During an invasive procedure, inspection of the non-guidant ventricular lead revealed that the upsizing sleeve adapter was loose. As a result, fluid ingression was observed within the sleeve. The physician questioned whether the moisture around the sleeve could have caused the pauses in pacing. The device was returned to guidant for analysis.